Event description:
The advocate stated the customer received a blood glucose reading of 14 mg/dl from his contour and a reading of 128 mg/dl from his breeze meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event were alleged. The customer did not have any contour test strips left, so no product will be returned.